Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having poor communication. The patient repositioned the antenna over and over and kept getting the reposition antenna and poor communication screens. The patient noted that they have not recharged their ins in over a month because they had been having trouble keeping the ins charged up to full. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. No symptoms or complications were reported.